Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined troubleshooting with tandem technical support and continued to use pump for insulin therapy. The customer's blood glucose level was 98 mg/dl.